Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed following two appropriate high voltage therapies. Diagnostic imaging was recommended. The lead remains implanted.

Event description:
New information received notes that during device change-out, externalized conductors were observed. The lead was capped and replaced. Patient condition was fine.